Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in h6 (health effect - impact code). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. According to the report, the procedure was successfully completed without a significant delay using a back-up device. Since no other complications were reported and the patient is doing well, no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy surgery the speedstitch was passed through the hip capsule, when it was attempted to take the device out of the joint, the suture cartridge got disconnected from the passer, the doctor tried to pull on the tube that houses the suture and the tube became separated from the metal tip. Surgeon ended up having to extend the incision and one of his portals in order to retrieved the metal tip that was grabbed with a hemostat. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported and the patient is doing well.